Manufacturer narrative:
Due to characterization limit, e1 event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) had repeated suboptimal augmentation issue. There were no patient harm or injury was reported.